Manufacturer narrative:
(B)(4). Returned product consisted of a coyote es mr balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole at the proximal edge of the distal markerband was revealed. There was raised material and a scratch to the right of the pinhole. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in below the knee artery a 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, it was noted that the balloon had a pinhole. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.